Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. The reason for call was patient wanted to know if it was safe to leave their device in MRI mode. Patient said they were having some issues with hypertension and they wanted to check the patient's kidneys and wanted to have an MRI. Patient mentioned they had the device off for a good while and put the device in the MRI mode in case someone would do it. Patient went to a big hospital and they checked with manufacture people and they said they would not do it and take the risk. Patient stated they have been having issues with the device and have had it off. When asked for event date, patient said soon after they got the device implanted they started having trouble with their left leg in the left hip and all of their toes and started going towards the big toe and it was like they almost had a club foot walking. Patient then said it started getting more painful and different and they didn't notice that much different with the battery on as far as the bathroom issues. Patient saw hcp who wanted to remove the device, but patient said they did not want to have to go every 3-4 months for botox. Caller stated that they were told that one of the leads were off when they looked at the device. Pss reviewed patient can leave ins turned off. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, serial/lot (B)(6), implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.